Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. One week postoperatively, the patient had a mastectomy. Some weeks later in 2008, a computed tomography scan revealed that the devices were possibly infected. Approximately 11 days later, the patient was converted to open surgical repair. It was reported that the type of infection is unknown, the mastectomy caused the event, and that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Mastectomy. Please note: attached list of additional devices implanted and involved in this event. Pxc181200/lot #05206177; pxc161000/lot #05189427.